Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection of an arterial catheter, the spring wire guide (swg) was observed to be kinked. The issue was identified prior to use, and the device was not used on a patient. There was no patient involvement and no reports of patient injury or adverse effects associated with this event.